Event description:
It was reported that the permanent cautery spatula was found to have thermal damage to pulley cover. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. Thermal damage was observed after the procedure and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was found to have damaged conductor wire insulation at the distal end. There was fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire was not broken, as the instrument passed the electrical continuity test on 3/3 attempts. Further inspection found abnormally at the instrument monopolar yaw pulley/thermal damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire insulation is primarily attributed to conductor wire management issues.

Event description:
Refer to h11 for follow-up information.